Event description:
It was reported that the rigid video scope had a blurred image during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust invasion inside charge coupled device (ccd) objective lens; component failure of the light transmission component; the light guide rod came off (outer tube loose); dark images (the light guide lens' severe indentation); component failure of the distal end cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dust invasion inside charge coupled device (ccd) objective lens; component failure of the light transmission component. The most probable cause was traced to component failure. The most probable cause of the dust was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.